Event description:
The recipient is reportedly experiencing vertigo following implant surgery. The recipient was prescribed prednisone which has helped reduce symptoms.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to experience intermittent episodes of dizziness. However, it has been determined that the dizziness is potentially due to the recipient's meniere's disease and is not believed to be device related. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section: b.7. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient confirmed they are experiencing intermittent dizziness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.